Event description:
It was reported that the device was reported due to three different results when hv lead impedance was measured. It was not known if all measurements were taken with same vector configurations in respect to svc on or off. Patient had another follow up to reevaluate the hv lead impedances. Impedance trends diagnostics did not reveal any issues. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.